Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station indicated the need to reboot and select the appropriate boot device. A field service engineer verified with the customer that they successfully powered down the device using the power switch located on top and subsequently rebooted the station, which was now operational again. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis ciisafe system prompted a reboot and the selection of the correct boot device. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this incident.